Event description:
The customer reported the system is slow to boot up and then all lights flash and system has to be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and charged the batteries. System operates as intended. (B) (4).